Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("she's having horrible pelvic pain, doctor recommended to have it removed 3 years ago") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("she's having excessive periods, too much blood and the blood is continuous for 2 weeks"), headache ("headaches") and alopecia ("started to loose her hair"). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, alopecia, headache or pelvic pain. The reporter commented: had essure inserted on november 2013 or 2014. Doctor recommended to have it removed 3 years ago but covid happened and she was not able to have it removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Amendment: upon internal review, outcome of the events updated from "unknown" to "not recovered". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("horrible pelvic pain, doctor recommended to have it removed 3 years ago") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("excessive periods, too much blood and the blood is continuous for 2 weeks"), headache ("headaches") and alopecia ("started to loose her hair"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, alopecia, headache or pelvic pain. The reporter commented: had essure inserted on (B)(6) 2013 or 2014. Doctor recommended to have it removed 3 years ago but covid happened and she was not able to have it removed. The most recent follow-up information incorporated above includes data received on: 17-jan-2023: case become potential legal case, as lawyer added and other reporter added, reporter details added, reference section updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.